Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred during the delivery of a bolus. The customer's blood glucose (bg) level was 303 (mg/dl). Additionally, the customer reported that had eaten too much treats and was the cause of the high blood glucose levels. The customer delivered a bolus with the pump to address bg level. Reportedly, the customer has manual injections available as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.